Event description:
It was reported that the device would power on ac but not with battery source. There was no report of patient involvement with the reported issue.

Manufacturer narrative:
(B) (4): physio-control provided customer technical assistance and advised replacing the battery and/or power module to determine root cause and repair device. Physio provided parts information for both assemblies.